Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2019-apr-17. It was reported that the hcp called back to obtain the pump off passcode. It was noted that the hcp and patient decided to program the pump off due to the previously reported issues and due to the patient's age and state they would not replace the pump or do a revision. It was noted that the patient had been taking oral (po) meds as needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine (2mg/ml at 0.4919mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient had two intermittent stalls on (B)(6) 2018 lasting just an hour each and had not been seen ever since (relative to (B)(6) 2019). It was unknown if the patient had recent had an MRI. The hcp could not confirm what the patient was doing. The pump had not stalled since then. No symptoms were reported. There were no further complications reported at this time.